Event description:
The manufacturer received information alleging a trilogy evo displayed a ventilator inoperable alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.